Event description:
It was reported that the customer received a battery out limit alarm. The customer inserted the battery in the day prior to the alarm. The customer also received multiple low battery alerts. The customer's blood glucose was 94 mg/dl. Troubleshooting was done. The customer also received a blank display after inserting a new battery. Troubleshooting for a blank display was done. The display returned after inserting a new aaa alkaline battery. Advised that a replacement battery cap would be sent and to monitor the insulin pump. Advised to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.